Event description:
Rptr complains of loss of eye sight, loss of memory, fatigue, high blood pressure, not sleeping, headaches, spine rupture, pain in leg, burning on bottom of feet, neck spasm, tenderness to touch.